Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) to report that results were missing from the memory of the patient's onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that she first noticed results were missing from the meter's memory in "(B)(6) 2015" the patient manages her diabetes with insulin pump therapy. The reporter denied that the patient had made any changes to her usual diabetes management routine as a result of the alleged missing results. She claimed that "about 2 months" after the start of the alleged issue, the patient developed symptoms of "dizzy, lightheaded, grumpy, headache [and] tired". The reporter denied that the patient had received any treatment for her symptoms. At the time of troubleshooting, the cca noted the meter was not being used for the first time, and, based on the information provided there was no misuse of the product. The cca walked the patient through resolving the issue, but the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the alleged meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive treatment or medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the issue remained unresolved at the time of troubleshooting.